Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According of received information, the leakage from gas module was notice during connection of the ventilator to the gas network. There was no patient involvement. Air gas module was without filter and without internal plate. O2 gas module was found damaged. Device was crosschecked with other working gas modules and it was confirmed that the issue is caused by defective gas module. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). Device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to damaged gas modules.